Event description:
It was reported to boston scientific corporation that a lynx® suprapubic mid-urethral sling system was implanted (B)(6), 2008.according to the complainant, the patient experienced pain due to mesh erosion and incurred additional medical treatment and procedures.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.